Event description:
The user stated they had a sample for pro bnp that gave a value of 5 pg per ml with a data flag. It was reported out, but the doctor questioned it. They reran it the same day and got a value of 4726 pg per ml. The user does not think the pt was treated based on the original result. She stated the doctor questioned it and she believes he waited for the repeat result before doing anything. The user stated there was no way she can find out if the pt was treated according to the first result.

Manufacturer narrative:
The field service representative could not find a cause and noted adjustments were verified on the entire system. Performance tests were performed to verify the analyzer operation with results within specification. Quality control was performed with results acceptable to the customer.